Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical task concluded, based on a review of the x-ray photos provided there were no abnormalities and joint was reduced. It was also reported no osteolysis or debris was visible intraoperatively. The root cause of the dislocation could have been the worn post which reportedly caused the femur to jump the post; however, it is unknown if the patient experienced trauma or hyper-flexion that could have contributed to the reported event. The patient impact beyond the reported dislocation and revision tka cannot be determined. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to a dislocation.